Event description:
It was reported a patient experienced a leak and subsequently acquired peritonitis coincident with automated peritoneal dialysis (pd) therapy. The following day the patient experienced stomach pains and cloudy effluent and was diagnosed with peritonitis. The cause of the peritonitis was reported to be that one of the corners of the cassette was not sealed properly which led to a hole and a leak. The patient was hospitalized the same day as diagnosis for the peritonitis event. On an unreported date the patient was treated with ancef 1 gram (route, frequency and duration not reported). On an unknown date pd therapy was discontinued and hemodialysis was started. At the time of this report the patient remained hospitalized, hemodialysis was ongoing and the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause of the leak event, as reported, was determined to be a manufacturing issue with an insufficient bond. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.